Event description:
At 2040, an rn went to assess a patient and performed a blood glucose test. The glucose value was 43. The rn checked the patient and the IV tubing. The rn found that the hal portion of the y adapter had snapped free of the tubing. A new bag of IV fluid (d10 1/4ns + 20 meq kcl) was hung. At 2115 the blood glucose level was 44, at 2157 the blood glucose level was 58, and at 2250 the blood glucose level was 94. At 0800 (the next morning) the blood glucose level was 89. A chart review showed that the IV fluids had been hung at 1720 and were to run at 12 ml/hr.